Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the sterility and manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
On (B)(6) 2015 patient underwent surgery for repair of an umbilical hernia. A ventralex was implanted to repair the hernia defect. On (B)(6) 2016 patient underwent a recurrent inguinal hernia repair and an excision of infected mesh. As a result, the patient was injured severely and permanently. Patient has suffered and will continue to suffer physical pain and mental anguish. Patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. Patient has undergone and will likely require in the further other forms of care and medical treatments. The ventralex hernia patch is defective.